Manufacturer narrative:
(B)(4). The device was evaluated by the returns department which found that there are fractures near where the center post tube is welded to the x-member tube and battery tray. The frame was dirty and showed some signs of corrosion.

Event description:
Dealer advised where seat post welds to base frame is cracked causing seat to wobble.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised where seat post welds to base frame is cracked causing seat to wobble.